Event description:
New information notes oversensing was observed. Lead will continued to be monitored.

Event description:
It was reported that externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.